Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the account was using a 4f sheath. It should be noted the electronic prostyle instructions for use states: for access sites in the common femoral artery using 5f to 24f sheaths. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3:device returning update from yes to no.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with prostyle devices using the pre-close technique via a 4f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The first device was deployed and placed as intended. Reportedly, the device angle was not at 45-degrees during use of the second prostyle device and a cuff miss [suture retrieval issue] occurred. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath size and the tavi procedure was completed. During knot advancement the suture of the third device pulled out (ripped off) when tension was applied. Hemostasis was achieved with the one successful suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 1494 - indication for usena.